Event description:
During routine testing of the device, the service technician reported that the system collar was bent. Since the event occurred during routine testing, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.